Event description:
It was reported that during a rectum procedure, the device cut but did not staple. The device stapled on the rectum but not the colon. A leakage on the rectum side was observed. The procedure was completed with a like device. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/9/2008. Info anticipated, but unavailable at this time.